Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the images provided, a filter was deployed at the level of l2-l3 of the lumbar spine, can be confirmed. Based on the images provided, two detached distal segments of the filter leg and arm can be confirmed. Based on the images provided, the filter was retrieved successfully, can be confirmed. Based on the images provided, removal of the two detached filter limbs cannot be confirmed. Conclusion: the device was not returned for evaluation. Images were provided and reviewed. The images showed the two alleged detached limbs, however the difficulties removing the filter were not captured in the provided images. Therefore, the investigation can be confirmed for detached filter limbs but is inconclusive for the alleged difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine years post vena cava filter deployment, the patient was scheduled for a filter retrieval procedure. Multiple attempts with multiple devices were used to successfully retrieve the filter. Two detached filter limbs remained in the patient: one embedded in the inferior vena cava wall and one extravascular near a vertebrae. There were no plans to retrieve the two detached filter limbs. There was no known impact or consequence to the patient.